Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The insert (chip) was not present on the female connector, however there was evidence that the insert/chip was previously present. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deep blue part (female connector) of a minicap transfer set was disconnected from the light blue part (main body). This was observed after peritoneal dialysis exchange. There was no patient injury or medical intervention associated with this event. No additional information is available